Event description:
It was reported, the programmer has a slow start-up time, "pdf" files cannot be saved to disk, and the handle is broken. There was no patient involvement.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the programmer had a slow boot time, it was also verified that the programmer could not save to a portable document format (pdf) file. It was also noted that both case handles were broken, the left keyboard hinge was broken and the right keyboard hinge was missing along with the screw, the power cord bay door had a broken latch, and the programmer hinge plate had two loose screws.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.